Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 9, 2013 to may 10, 2013. Evaluation summary: baxter received the device for evaluation. Visual inspection revealed no evidence of rupture on the bladder. A functional test was performed, during and after fill; no evidence of rupture was observed. The reported condition was not verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling with an unspecified solution. There was no patient involvement. No additional information is available.